Event description:
Date of the event is unk. It was reported to boston scientific corporation that during an esophagogastroduodenoscopy (egd) with esophageal variceal banding, multiple bands came off the speedband superview super 7 ligator when only one was needed. Patient was reported to be doing fine. The case was completed with another of the same device.

Manufacturer narrative:
These codes were selected by the MFR based on information obtained from the user facility. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined. Based on eval of other devices that have been returned with similar issues, the most likely cause of this complaint is that the teeth of the ligator head became damaged during use. When the teeth become damaged, the thread is able to be pulled free from the band it is wrapped around without deploying the band. As subsequent bands are deployed, the previously non deployed band can be deployed by the action of the subsequent band. This is the cause of multiple bands being deployed at the same time. The cause for the teeth becoming damaged appears to be a design issue. The teeth are not strong enough to adequately hold the knots of the deployment thread in place. Pulling on the deployment thread causes the teeth to become damaged and prevents proper deployment of the bands. A review of the device history record revealed no issues that could be associated with this event. A lot history search was performed and found 2 similar complaints have been reported from this lot. A total of 3 complaints have been reported for product from this lot. All 3 complaints were reported by the same customer and are being filed under MDR reference numbers: (1) MDR reference number 3005099803-2008-00689 (2) MDR ref number: 3005099803-2008-00688.